Event description:
It was reported during the pt's permanent procedure, prior to being implanted, upon the sjm rep's attempt to authorize a pt programmer with the scs ipg, the ipg showed a low battery indication on multiple pt programmers. Subsequently a different scs ipg was used to complete the procedure and the pt is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.